Event description:
Blood leak detector alarmed on dialysis machine and blood leak noted upon visual inspection of dialyzer. Patient treatment disconntinued immediately with no blood reinfusion and patient moved to another dialysis station / machine. Treatment resumed with new setup without incident.(B)(6) 2015 109ml ebl per dialysis lines. Fresenuis medical care called for service, machine pulled off unit. Pt not harmed. Will check hgb level.